Manufacturer narrative:
A communication has been provided to customers to notify them of the software limitation that may occur. The change in utility settings on the cobas® 8000 modular analyzer series is triggered by a database error (timeout) in the sql server database, which is a part of the windows operating system. The described software issue may initialize the system setting information database and, consequently, change relevant system settings (e.g., clot detection could be turned off on cobas c modules, and foam detection could be turned off on cobas e 801 modules). Customers are instructed to check daily that the date is displayed. If the date is not displayed, the software limitation might have occurred on the instrument. Specific instructions were provided on how to proceed should the software limitation occur.

Manufacturer narrative:
This event occurred in (B)(6). The investigation determined the issue was caused by a database (timeout) error during the system parameter update process. This caused the subsequent system parameter to be cleared to zero when it is updated. If the database timeout issue occurs and the setting is changed, the following may occur: data alarm "repeat limit" will not be flagged to measurement result. Data alarm "higher uncertainly" will not be flagged to measurement result. Data alarm "clot" will not be flagged to measurement result. Data alarm "air aspiration" will not be flagged to measurement result. Data alarm "qc error" will not be flagged to measurement result. Abnormal reagent aspiration detection will not work. Foam detection will not work. High altitude will not work.. Data alarm of reagent expired will no be flagged to measurement result. Reagent expired mask will not work. Electrodes expired mask will not work. The investigation is ongoing.

Event description:
The initial reporter stated there was an issue with the software of the cobas pro control unit. The control unit software controls a cobas pro c 503 module and a cobas pro e 801 module. After executing "wash sippers flow path" maintenance for the e 801 analyzer, a counter indicating the number of measurements performed is not reset. After executing the maintenance actions of "replace reaction cells", "replace photometer lamp", or "photometer unit maintenance", the reaction cell and lamp count values on the overview screen of the software are not reset.